Event description:
It was reported that upon the removing the scorpion needle, the tip was found to be missing; it was retained in the patient. An x-ray confirmed the tip remained in the shoulder. The tip was not retrieved. It was reported the patient had a normal range of motion post-op; there were no reported symptoms from the retained fragment. Procedure: right shoulder arthroscopy, repair of slap lesion, biceps tenodesis, and a rotator cuff repair. No further patient information was provided at the time of this report or from follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but per the customer the item will not be returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement is being placed on the device package, instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This mat cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained, a follow-up report will be submitted.